Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. She changed the battery and received a battery out limit alarm. Customer stated the batteries were not out for greater than duration allowed. Customer also reported that the insulin pump is cracked at the upper right corner above the screen. Blood glucose value was 234 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.